Event description:
Patient reported obtaining back-to-back blood glucose results of 220 mg/dl and 117 mg/dl, while using the suspect device. Patient noted that, the following day, an additional set of back-to-back tests was performed with results of 55 mg/dl and 119 mg/dl. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.